Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - patient revised due to instability and slight loosening of cup. Update rec'd (03/7/2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. We are adding the liner and head to address the metal on metal allegations. The complaint was updated on: 04/3/2014. Update 08/18/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a loose cup. There was no mention of instability. No labs were provided for the alleged high metal ions. It should be noted that not all parts of the revision operative note was included. Part/lot is being updated and 3 screws are being added for the loosening. The doi/brand of the stem is unknown at this time. The complaint was updated on: 09/14/2015.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.